Event description:
Medical record received. After review of medical record, patient was revised to address painful left total hip, mom reaction. Revision notes stated that there was obvious distention of posterior rotators or capsule that was aspirated and found to be milky colored. There was obvious metal staining of the synovium. There was corrosion on the taper. Medical records indicate that the corrosion on the trunnion of the femoral stem was cleaned off. The stem and sleeve were well-fixed and therefore retained. Doi: (B)(6) 2007 - dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
Product complaint (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.